Manufacturer narrative:
This report is submitted on may 21, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown and infection which was resolved with a skin-flap revision. The implant remains in-situ.